Event description:
It was reported that the cartridges did not fit well onto the pump and customer had to apply extra force in order to fit cartridges onto the pump. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.